Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 540 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Customer was advised to deliver a bolus properly before they eat. Customer was advised when they did not bolus on time they throw their blood glucose levels off.